Manufacturer narrative:
(B)(4).

Event description:
It was reported that, there was a revision surgery because the patient had two dislocations. The r3 0 deg xlpe acet lnr 36mm x mm56 and oxinium fem hd 12/14 36 mm were explanted. No other complications were reported.

Manufacturer narrative:
It was reported that, there was a revision surgery because the patient had two dislocations. The r3 0 deg xlpe acet lnr 36mm x mm56 and oxinium fem hd 12/14 36 mm were explanted. No other complications were reported. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A medical analysis noted that the requested medical documentation was not available due to lack of consent. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, a thorough assessment cannot be rendered. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to fit/sizing, traumatic injury, abnormal motion over time, poor bone quality or patient medical history. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.